Event description:
Received several elso clinical reports detailing observed outcomes in a number of patients who utilized the lifesparc pump during treatment. The literature reported a pump failure with the lifesparc pump. The exact nature of the pump failure and impact on the patient were not detailed in the clinical reports. No details about the hospital(s), patient(s) or specific pump(s) were provided in any of the clinical reports.

Manufacturer narrative:
Patient information was not provided, and patient outcome is unknown. Cardiacassist inc. Manufactures the lifesparc pump. The incident occurred in the united states, though the the exact location and hospital is unknown, as it was not included in the elso clinical reports. As no details regarding the hospital, device or nature of the pump failure were included in the clinical report, additional investigation is not possible at this time. Due to elso confidentiality agreements with hospitals and livanova, it is not expected that further information will be provided on these incidents. However, if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.